Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499 mg/dl; cause of bg not known. The customer went to the emergency room and bg was treated with intravenous fluids of insulin and saline. System check with tandem technical support discovered that customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage.